Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On may 11, 2007, the lay user/patient contacted lifescan alleging that a one touch ultrasmart meter was giving an "error 5" message. The medical affairs specialist (mas) attempted to call the patient on two separate days to obtain/verify information, but was unsuccessful. It is not known when the "error 5" message started appearing or what the duration was of the alleged issue. On an unspecified date during the time of concern, the patient reportedly developed symptoms of blurred vision, frequent urination, and feeling sleepy. Also, during 2007, the patient was able to test her blood glucose with a neighbor's unidentified meter and got a result of "341 mg/dl." The patient stated that she had to call her doctor because of the symptoms and since she had run out of insulin. The doctor increased her insulin dosage(s). The patient reportedly uses "humalog" insulin. No further clinical information was provided. It would have been helpful to know the following information: when the "error 5" issue started, how long she was unable to test her blood glucose, and when the symptoms started. In addition, it would have been helpful to know her testing frequency, her medication regimen, and what actions/treatment she took before and during the time of concern. Although the test strips were described as being in good condition, the reported issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that she had to call her doctor because of the alleged "error 5" issue and since she did not know if her blood glucose was high or low. The patient reportedly developed symptoms suggestive of hyperglycemia during the time of concern.